Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information. Date of event is estimated.

Event description:
Related manufacturer report number 1627487-2022-05410. It was reported the patient was unable to set their ipg to MRI mode due to low impedance on one contact. Surgical intervention was undertaken, and the system was explanted.